Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they used the device at the central part of the colon, advanced through the anus, punctured the peripheral colon for anastomosis in a laparoscopic colectomy, the head of the staple could not get fixed to the stapler. It was loose and was getting away from the main instrument. They could not force the two ends together. They opened another instrument and used the head that was fixed on the main stapler. The incident caused an air leakage. They used sutures to reinforce a successful staple line. On fifth to sixth postoperative day, the patient started to have abdominal pain when his bowel started working. An x-ray was done and was positive for free air in the abdomen and a computed tomography abdomen confirming the actual leak. This led to reoperation using hartman's procedure. The surgical time was extended by 30 minutes or more, there was an extended incision by more than 1 inch, an unanticipated tissue loss and a change from endoscopic to open surgery. Hospital stay was prolonged and the patient was scheduled for an additional operation.